Event description:
Capsule contracture.

Manufacturer narrative:
Capsule contracture baker grade 3 reported as the reason for explantation.

Manufacturer narrative:
Physician statement: doctor confirmed capsule contracture on the left side.

Event description:
Capsule contracture.